Event description:
It was reported that the siderail would drop quickly when lowered due to a broken/damaged siderail cable. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.